Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown liner. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that there was a left revision due to instability,